Event description:
It was reported that during a breast biopsy, they noticed that they were not getting any lateral vacuum from their probe and they were not getting any samples. They changed probes and still were unsuccessful in getting and vacuum or samples. The patient was scheduled for 2 sites to have biopsied, the 1st site was completed and the 2nd site the patients breast was pierced, the physician aborted the case and rescheduled the patient.